Event description:
It was reported that ¿a couple years back, she had ¿ accidentally overdosed from a doctor that had put the wrong ¿ dosage in¿. It was also reported that the patient was "very confused for a couple of hours afterwards". The device system was used to deliver baclofen. No further information was available at the time of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), product type catheter. (B)(4).